Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), explanted: (B)(6) 2018, product type extension. The returned extension ((B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductor were broken 4.9 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37086, serial/lot #: unknown, implanted: unknown , explanted: (B)(6) 2018, ubd: unknown , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient initially had good effect from deep brain stimulation (dbs) therapy, but that declined and the patient's symptoms returned. High impedance was observed on one side during follow-up. Surgical intervention was performed to troubleshoot the issue. The surgeon started at the ins and planned to disconnect the extension from the ins when they observed that the extension was broken. The extension was replaced and the event was resolved. There were no known contributing factors to the event. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), explanted: (B)(6) 2018, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.